Event description:
Pt implanted in upper and lower vermilion borders and nasolabial folds 05/07/1998. Onset of implant extrusion in perioral area 06/08/1998. Area incised and drained 06/08/1998. Keftab prescribed 06/08/1998. Implant explanted 06/11/1998.